Event description:
Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure the patient underwent a reintervention. The index procedure treated a de novo, 2.5x30mm, 90% stenosed lesion of the l-av (left atrioventricular) artery. Treatment consisted of predilation at 22atm and placement of a 2.75x32mm taxus express2 stent resulting in 0% residual stenosis. Post procedure ivus (intravascular ultrasound) showed the stent was well apposed to the vessel wall. The patient returned 224 days following the index procedure with stenosis of the distal circumflex. The intervention was reported to be not clinically driven and due to a 3.5x14mm, 90% stenosis. Treatment consisted of balloon dilation and placement of an unspecified stent resulting in 0% residual stenosis. The patient was discharged two days post reintervention.

Manufacturer narrative:
(B) (4).

Event description:
It was further reported that the index procedure target lesion was located in the distal circumflex, not the left atrioventricular as previously reported. The patient was discharged one day post index procedure on panaldine and bufferin. In (B) (6) 2008 the patient presented with stenosis without ischemic symptoms at the distal circumflex.

Manufacturer narrative:
The device was not returned, therefore, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.